Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in successfully doing so. The malfunction code did not recur after the pump was reset, and the customer was advised to call back if the issue happened again. The customer understood and acknowledged these instructions.